Manufacturer narrative:
The actual sample involved in the incident was received for investigation. Although the sample was provided, the lot number had been rubbed off or removed from the pack; therefore, a DHR review could not be completed. Visual investigation of the returned sample revealed the pack was produced under allegiance healthcare corporation. The pouch material part number (B)(4) (printed on label copy) was discontinued for this product device master record on (B)(4) 2004, so the pack is over 10 years old. The returned sample has a piece of tape or some type of sticky label placed over and area of the pack. It is assumed this was an area of the pack that was claimed to have been leaking. An attempt was made to remove the "patch material", but it would not peel off the pack. All sealed areas around the perimeter of the pack were manually checked for possible leaks, but none were found. Also nothing around the "patched" area could be found to determine if a leak was present. It should be noted that the label copy has instructions indicating not to freeze. It states to "re-use-, place pack in a refrigerator for 15 minutes, insulation side down. Do not freeze." Also the label copy gives caution "protect from freezing". Complaint indicates the customer communicated ice pack was taken out of freezer and placed on lower back.

Event description:
Customer states she took the ice pack out of freezer and placed it on her lower back. She was feeling funny so she removed the pack, later the area was swollen and then a few hours later it blistered. She stated the ice pack leaked and caused a chemical burn. She went to urgent care on (B)(6) 2014 and was provided silvadene cream. She reported receiving physical therapy and will be off work until (B)(6).